Event description:
It was reported the actual residual volume was greater than the expected residual volume at refill. The expected volume was 2.6 ml while the actual volume was 8.0 ml. The hcp indicated they had been having issues with the pump since (B) (6) with no infusion of drug. A catheter dye study was done, but the results were not known. The pt was on oral baclofen. The pump was filled with preservative free normal saline 2000 mcg/ml and the programmed dose was left at 98.3 mcg/day.

Manufacturer narrative:
(B) (4).